Event description:
Event 1 air in line error, unable to resolve, followed by system error and pump shut down. Event 2 pump reading "system error" pump able to be programed and tubing inserted. Once blue clamp was taken out of pump, error then occurred. Event 3 patient arrived back to floor from cardiac catheterization lab, with tirofiban drip running. Rn grabbed pump to plug in to wall, and pump failed and shut off. Medication was not running into the patient for 5 minutes. Event 4 pump battery failure. This involved 4 separate pumps.